Manufacturer narrative:
Unique identifier: (B)(4). The customer contacted ge healthcare service with the reported issue. The customer rebooted the system which resolved the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error that prevents mechanical ventilation. There was no report of patient involvement.